Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a kink occurred. The patient underwent a left atrial appendage closure (laac) procedure. Under fluoroscopy, the physician noticed the distal tip of the watchman delivery system was damaged during insertion into the watchman access system. They removed the delivery system and noticed a kink in the access system. The kink was located near the hub and likely occurred due to the physician pinching it. The physician was able to remove the kink by pinching it in the opposite direction and insert a new 30mm watchman delivery system into the same access system. The new watchman closure device was deployed successfully. There were no patient complications and the patient's condition is fine.